Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman flx pro procedure, a versacross connect laac kit was selected for use. The physician inserted the versacross rf wire as a starter wire through the non-boston scientific access needle. The physician noted some resistance in the femoral vein and withdrew the rf wire and noted that the coating had separated from the tip of the wire but was still fully intact. Most excessive force applied when advancing rf wire through needle into the vein. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device was not returned for analysis, however, through attached image of the rf wire, the allegation of insulation damage was confirmed. Additionally, based on the information provided, it was mentioned that excessive force was applied when advancing rf wire through a needle. During the labeling review, it was determined there was evidence that the device was then used in a manner inconsistent with the labelled indications / instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'

Event description:
It was reported that during a watchman flx pro procedure, a versacross connect laac kit was selected for use. The physician inserted the versacross rf wire as a starter wire through the non-boston scientific access needle. The physician noted some resistance in the femoral vein and withdrew the rf wire and noted that the coating had separated from the tip of the wire but was still fully intact. Most excessive force applied when advancing rf wire through needle into the vein. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).